Manufacturer narrative:
Concomitant medical products: product ID: 3487a, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient came in for a spinal cord stimulation follow-up and had not been seen for 3 years. An impedance test showed contact 12 to be >10,000. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the healthcare professional (hcp) was aware of the impedances and the hcp stated that they would just program around it. The rep stated that the cause of the high impedances was not determined and it was unknown if they were resolved as the patient was just seen and not scheduled to be seen for 4-6 weeks. The rep said that they did not know which lead was affected because the patient had 4 leads implanted. No further complications were reported/anticipated.